Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported to have purchased the battery about a month ago and it is faulty causing an error 1124 (battery failed alarm) on unit. There was no patient involvement.

Manufacturer narrative:
The battery was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination to the exterior of this unit. The battery was installed into the fi test ventilator in an attempt to duplicate the reported problem. The backup battery was extensively tested and no failures were identified. The report of battery faulty causing an error code 1124 (battery failed alarm) on v60 ventilator could not be determined.